Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: x-ray could not locate coils') and genital haemorrhage ('heavy bleeding / bleeding') in a (B)(6) year old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included fatigue, knee pain, anemia, right lower quadrant pain, back pain (lower back pain due to motor accident), urinary frequency, abdominal pain, musculoskeletal pain, iron deficiency, obesity, nausea, urinary frequency, polydipsia and polyphagia. Family history included diabetic (her mom is diabetic). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device expulsion ("one of the essure devices fell out of her body\expulsion of essure device\left coil fell out"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with ibuprofen and norethisterone (micronor). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abdominal pain lower and back pain outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia were noted left side 4 to 5 coil were noted. On right side 11-12 coils were noted. Discrepancy reported in pfs and mr- both coils fell out shortly after placement (as per pfs). As per mr, one of her essure coils falling out (B)(6) 2015. On (B)(6) 2015, patient presented with essure with recent coil dislodgement. She reported her left coil fell out in (B)(6), and she thought the pain she was experiencing was similar and she believed her right coil fell out. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2016: essure device only on left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain and expulsion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and medical record received: lot number was added. New events abnormal bleeding (vaginal, menorrhagia), migration of essure device: x-ray could not locate coils, dysmenorrhea and event verbatim was updated as -one of the essure devices fell out of her body\expulsion of essure device were added. Medical history was added. Treatment drugs were added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: x-ray could not locate coils/ one of the essure devices fell out of her body\expulsion of essure device\left coil fell out,expulsion') and genital haemorrhage ('heavy bleeding / bleeding') in a 30-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included fatigue, knee pain, anemia, right lower quadrant pain, back pain (lower back pain due to motor accident), urinary frequency, abdominal pain, musculoskeletal pain, iron deficiency, obesity, nausea, polydipsia and polyphagia. Family history included diabetic (her mom is diabetic). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In april 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with ibuprofen and norethisterone (micronor). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia were noted left side 4 to 5 coil were noted. On right side 11-12 coils were noted. Discrepancy reported in pfs and mr- both coils fell out shortly after placement (as per pfs). As per mr, one of her essure coils falling out (B)(6) 2015. On (B)(6) 2015, patient presented with essure with recent coil dislodgement. She reported her left coil fell out in march, and she thought the pain she was experiencing was similar and she believed her right coil fell out. Plaintiff received treatment for pain, bleeding and expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: essure device only on left.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain and device expulsion. Lot number: b40018 manufacture date:2013-05 expiration date: 2016-05-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: x-ray could not locate coils/ one of the essure devices fell out of her body\expulsion of essure device\left coil fell out,expulsion') and genital haemorrhage ('heavy bleeding / bleeding') in a 30-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included fatigue, knee pain, anemia, right lower quadrant pain, back pain (lower back pain due to motor accident), urinary frequency, abdominal pain, musculoskeletal pain, iron deficiency, obesity, nausea, polydipsia and polyphagia. Family history included diabetic (her mom is diabetic). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with ibuprofen and norethisterone (micronor). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia were noted left side 4 to 5 coil were noted. On right side 11-12 coils were noted. Discrepancy reported in pfs and mr- both coils fell out shortly after placement (as per pfs). As per mr, one of her essure coils falling out (B)(6) 2015. On (B)(6) 2015, patient presented with essure with recent coil dislodgement. She reported her left coil fell out in march, and she thought the pain she was experiencing was similar and she believed her right coil fell out. Plaintiff received treatment for pain, bleeding and expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: essure device only on left.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain and device expulsion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received , new reporter and event outcome of bleeding were added. After internal review, device dislocation was clubbed with device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.